Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Additional information received. The surgeon treated the patient with closed reduction.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2001 via tha for the patient¿s right hip joint. It was reported that the posterior dislocation of the patient¿s right hip joint occurred because the patient fell from steps on (B)(6) 2020. It was the second time she has had the dislocation. The surgeon thought that wear of the liner (p/n: 124050000) was one of the causes of the dislocation. The revision surgery was planned due to age deterioration of the liner, but the date of the revision surgery was not decided. The surgeon will replace the liner and adjust anteversion of the stem (p/n: unknown) in the revision surgery. No further information is available.